Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. Due to excessive vault, the lens was removed and replaced intraoperatively for a shorter length lens and the problem was resolved the cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).